Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hosp on (B)(6) 2014 with vague symptoms of confusion and difficulty sleeping. They found that the pt's hgb was 8.1 and that he had a rectus muscle hematoma. The pt was given a blood transfusion on (B)(6) 2014.

Manufacturer narrative:
The pt remains ongoing on lvad support with no further related issues reported. Based on the info available to the MFR, a root cause for the reported pt's symptoms could not conclusively be determined. A review of the device history records revealed the pump met all applicable specifications upon product release. No further info is available at this time. The MFR is closing its file on this event.